Event description:
The pt's indicatin for iabp was for bypass surgery, low cardiac output. The pt had a previous mi & went from the ICU to the or post-op due to bleeding. The pt was in a "code" situation during surgery & an iab was pushed into a 6" sheath with difficulty. Blood was noted at the distal end of the iab before the entire iab was passed through the sheath & the iab was removed. No further attempts were made to insert a second iab. The examination of this balloon showed no evidence of damage to the membrane & no evidence of a balloon leak. However, it is quite possible that you did perceive what you thought to be a leak as you inserted the balloon. Co stat dual lumen balloon has been prefolded to permit easy balloon insertion into a small introducer sheath. However, the long folds which also form channels which blood may run down during insertion due to the arterial blood pressure within the sheath. This channeling of blood as the balloon passes into the sheath may be perceived as a leak even through intra-aortic balloon pumping has not yet begun. In order to prevent this perception, co has incorporated this channeling phenonomon description in its instruction for use for all stat iabs.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.